Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the paddles, the device and paddles energy select up and down buttons and the discharge buttons on the paddles were functioning intermittently. The complainant indicated that there was no pt involvement in the reported failure.